Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted along with the right atrial (ra) lead and device due to oversensing. During the explant procedure, it was observed that the original implanter had sutured the ra and rv lead together causing insulation abrasion and a fracture. There were no additional adverse patient effects reported.

Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.